Event description:
There was a major bleed due to an error in passing the wire.

Event description:
It was reported that the patient suffered a massive stroke to her brain on (B)(6) 2010 during deep brain stimulation (dbs) surgery and went into a coma afterwards. It was not determined if the stroke damaged the area that would have had dystonia implications. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that this event had occurred prior to when the patient came to the clinic. At that time the patient was working with a different healthcare professional (hcp). Full notes for that event were not brought to this clinic. The patient first came to the current clinic on (B)(6) 2011. The current hcp was not certain when the stroke had happened but believed it was during implant surgery. It was stated that it was a confirmed stroke. A subdural hematoma was also reported.

Manufacturer narrative:
Device used for off label indication. The indication device used for was mru. Product ID 37651, serial# (B)(4), product type recharger, product ID 37642, serial# (B)(4), product type programmer, patient product ID 37085-40, serial# (B)(4), implanted: 2010 (B)(6), product type extension, product ID 3387s-40, lot# v371989, implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concominant medical products: product ID: 3387s-40, lot# v371989, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that as a result of the stroke she had during the implant procedure, she never needed the dbs therapy.